Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. A new device was implanted successfully. It was further reported that the right ventricular (rv) lead was replaced due to sensing issues. A new rv lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).